Manufacturer narrative:
The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the dacapo power pack stopped working and showed some liquid attached to it. However, neither pt contact to battery chemistry nor any injuries were reported.